Manufacturer narrative:
The investigation was unable to determine a direct root cause; however, if an issue was present, it was improved or solved by the local actions. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas pro ise analytical unit. Patient 1's initial sodium result was 142.5 mmol/l, and the repeat result on another cobas pro was 134.5 mmol/l. The repeat result was deemed to be correct. Patient 2's initial sodium result was 145.8 mmol/l, and the repeat result was 148.3 mmol/l. The sample was repeated on another cobas pro on (B)(6) 2025 with a result of 135.8 mmol/l. The initial chloride result was 101.1 mmol/l, and the repeat result was 103.1 mmol/l. The sample was repeated on another cobas pro on (B)(6) 2025 with a result of 91.5 mmol/l. The repeat results were deemed to be correct. Patient 3's initial sodium result was 153.4 mmol/l, and the repeat result on (B)(6) 2025 on another cobas pro was 139.8 mmol/l. The initial chloride result was 115.6 mmol/l, and the repeat result on (B)(6) 2025 on another cobas pro was 103.7 mmol/l. Patient 4's initial sodium result was 153.2 mmol/l, and the repeat result on another cobas pro was 138.7 mmol/l. The initial chloride result was 121.8 mmol/l, and the repeat result on another cobas pro was 110.1 mmol/l. Patient 5's initial sodium result was 153.5 mmol/l, and the repeat result on another cobas pro was 140.4 mmol/l. The initial chloride result was 114 mmol/l, and the repeat result on another cobas pro was 103.5 mmol/l. Patient 6's initial sodium result was 140.7 mmol/l, and the repeat result on another cobas pro was 150.1 mmol/l. Patients 1 and 2 initial results were questioned because of a delta check flag.

Manufacturer narrative:
The sodium electrode lot number is bjw84, and the expiration date is 25-nov-2025. The chloride electrode lot number is bkn96, and the expiration date is 27-sep-2025. A field service engineer (fse) determined that the high qc results were due to possible clogged nozzles. The fse decontaminated and cleaned the vacuum and sipper nozzles, cleaned cups and the is/dil nozzle, and checked and cleaned the electrodes. For verification, the ion-selective electrode check and precision passed, and calibration and qc passed. The investigation is ongoing.